Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One open box with three unopened samples that pertains to product code sxpp1b455 was received for analysis. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager).

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that while closing the cuff during robotic hysterectomy, the suture broke 3 times. Typically 1 suture is used to complete this closure. The suture was immediately replaced. The broken suture with needles intact were removed from the abdomen. The surgery proceeded in usual fashion. The 3 sutures were from the same lot #. No adverse patient consequences were reported. Additional information was requested.